Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep reported the impedance measurement was visualized on their tablet when interrogating the ins, as that is the only way to measure impedance values. Rep noted no x-rays or other films were taken of the lead as it has not affected the patient's therapy, and there are no plans to take them in the future. Rep reported they do not have any further information at this time, and do not anticipate this changing.

Event description:
The manufacturer representative (rep) reported that on may 7, 2024 they met with the patient for a device follow up appointment and found that there was a contact with impedances over (B)(4) ohms. No symptoms reported.  The rep reprogrammed around that affected electrode. The cause was not known. Patient weight was requested but was not made available to the rep.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.